Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 5 years, 3 months. A correlation between the device and the patient's outcome could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. The patient reported to an outside hospital's emergency department with complaints of headache, slurred speech, and difficulty breathing. The patient was started on a non-rebreather mask, and a CT scan revealed marked diffuse subarachnoid hemorrhage. The patient was reportedly combative prior to sedation and intubation. The patient's inr at the time of the event was 2.1. The implanting center reported that the pump was working as expected, and there were no other clinical issues. It was reported that the patient expired due to subarachnoid hemorrhage (sah) on (B)(6) 2016.